Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08008. No device was returned. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the possible cause of the reportable malfunction (damage to the fan inside the power supply unit) was due to strong impact such as dropping the device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. In addition, regarding not applying excessive force to the connector, the following is described in the instruction manual. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned asset video processor unit was evaluated and found the fan inside the power unit was broken as a piece of the blade was detached. Additionally, the video sdi1 (serial digital interface) output and dvi (digital video interface) connector pins were deformed/bent. The chassis, top cover, and rear cover were deformed in multiple areas. The unit was repaired and returned to inventory. A review of the asset's service records show the video processor unit was last serviced on may 4, 2020. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection, the visera elite ii video system unit's fan was found broken; piece of the blade was detached. There was no customer report of any problems associated with the device and there was no patient injury or harm reported to olympus.